Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('pregnancy (with complications)') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 1 ((B)(6) 2004), varicose veins nos and tubal ligation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cardiac operation ("heart surgery") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, migraine, headache, cardiac operation, uterine leiomyoma, fatigue, abdominal pain, dyspareunia and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, cardiac operation, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : date of insertion (B)(6) 2008 now it is reported as (B)(6) 2008 plaintiff currently planning for essure removal. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events-" dyspareunia (painful sexual intercourse), stillbirth/miscarriage, bladder/urinary problems: vaginal discharge" were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and pregnancy with contraceptive device ('pregnancy (with complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 1 ((B)(6) 2004), varicose veins nos and tubal ligation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cardiac operation ("heart surgery") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, migraine, headache, cardiac operation, uterine leiomyoma, fatigue and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cardiac operation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : date of insertion (B)(6) 2008 now it is reported as (B)(6) 2008. Plaintiff currently planning for essure removal. Most recent follow-up information incorporated above includes: on 03-jul-2019: pfs received. Reporter information were added and updated. Event injury were updated to pain. Event: abnormal bleeding (vaginal), menorrhagia, migraines, headaches, heart surgery, fibroid, fatigue, abdominal pain, did not undergo essure confirmation test, pregnancy (with complications), device ineffective were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.